Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the inability to establish telemetry.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncope and bradycardia and was admitted to the hospital. Telemetry was unable to be established with the device to perform an interrogation. Additionally, a magnet response was unable to be obtained. Boston scientific technical services (ts) discussed troubleshooting options. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.